Event description:
It is reported that while the surgeon was inserting the tibial baseplate a portion of the device fractured off. The surgeon decided to leave the baseplate implanted but is concerned that the broken plate might cause the problem to the pt in the future.

Manufacturer narrative:
Only the fractured portion of the tibial component was returned for eval. This report will be amended when our investigation is complete.